Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose were 11.1 and 14.2mmol/l. Tests were done within 20 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.